Manufacturer narrative:
(B)(4). The device was evaluated by the hospital's biomed and the reported failure was verified. The biomed replaced the hard paddles assembly, and then observed proper device operation through functional and performance testing. The device was returned to service for use.

Event description:
It was reported that during testing, the device showed an "abnormal energy delivered" message when delivering defibrillation therapy with the hard paddles connected. There was no pt involvement with the reported failure.